Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was on (B)(6) 2009, patient sought treatment due to back pain, trouble walking, inability to sleep very well due to leg jerking and bilateral leg pain with numbness and tingling. On (B)(6) 2011, surgeon recommended an anterior cervical discectomy and fusion at c3-4, c4-5, c5-6 and c6-7 and performed surgery on (B)(6) 2011. On (B)(6) 2012, patient complained of low back pain, radicular pain down both lower extremities and severe spasms in both lower extremities. On (B)(6) 2012, patient underwent following procedures: direct lumbar diskectomy l4-l5, direct lateral interbody fusion using auto- and allograft, placement of direct lateral interbody fusion cage l4-l5, posterior spinal instrumentation l4-l5, posterior spine fusion using auto and allograft l4-l5, lumbar laminectomy, l4-l5, bilateral and lumbar foraminotomy l4-l5. The patient was also implanted with rhbmp-2/acs and puregen. As on (B)(6) 2015, patient reported that she continues to endure back pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient underwent: 1) direct lumbar discectomy l4-5. 2) direct lateral interbody fusion auto and allograft. 3) placement of the direct lateral interbody fusion cage l4-5. 4) posterior spinal instrumentation l4-5. 5) posterior spine fusion using auto and allograft l4-5. 6) lumbar laminectomy, l4-5, bilateral. 7) lumbar foraminotomy l4-5, bilateral. Preoperative diagnosis: 1) degenerative lumbar spinal stenosis, l4-5. 2) degenerative lumbar spondylolisthesis, l4-5. 3) degenerative lumbar foraminal stenosis, l4-5. 4) lumbar radiculopathy, l4-5 bilateral. As per op notes: ¿after discectomy and endplate preparation, I sized the appropriate cage size. At the point, the cage trial was in excellent position on fluoroscopic guidance. At this pint, once the appropriate size cage was sized. The cage was packed with one bmp sponge and 2.5 ml of vitoss allograft and local autograft bone that was harvested from the discectomy and the endplate preparation.¿ the patient also underwent lateral exposure for a direct lateral interbody fusion (dlif)at level l4-5. Preoperative diagnosis: 1) lumbar spine degenerative disc disease. On (B)(6) 2013 the patient was presented fro office visit. The patient reported having difficulty with the right leg and she noticed the right leg weakening. Physical examination showed psoas strength on the left side but grade 3 psoas strength on the right. Quadriceps again on the right is grade 4 as compared to 5 on the left. On (B)(6) 2013 the patient underwent MRI of the lumbar spine. Impression: status post fusion at l3-4 level. L3-4 disc protrusion, spondylosis and facet disease. L5-s1 disc protrusion, spondylosis, and facet disease. Significant foraminal narrowing on the left in this patient with right sided symptoms. On (B)(6) 2013 the patient was presented for office visit with low back pain, leg pain. Pain has radiated to the intermitted bilateral leg pain. On (B)(6) 2014 the patient was presented for office visit with chronic lumbar back pain and hypertension. Assessments: calluses, left foot; hypertension; restless leg syndrome; ganglion cyst; chronic lumbar back pain; scoliosis; encephalitis. Impression: dental pain, lumbar back pain with radiculopathy. On (B)(6) 2015 the patient was presented for office visit. Assessments: lumbar back pain with radiculopathy, hypertension. On (B)(6) 2015 the patient was presented for office visit with back pain. The patient reported low back pain and right lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.